Event description:
A malfunction alarm was reported, identified as "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.